Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker system presented to the emergency room with syncope, and brady pacing not delivered when required for approximately 1.5 seconds of asystole. Technical services (ts) was consulted and recommended reprogramming options. The rv sensitivity was programmed at high capture outputs. Intermittent oversensing was noted. The leads are non boston scientific products. This pacemaker system remains in service. No additional adverse patient effects were reported. Additional information was received and this pacemaker was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker system presented to the emergency room with syncope, and brady pacing not delivered when required for approximately 1.5 seconds of asystole. Technical services (ts) was consulted and recommended reprogramming options. The rv sensitivity was programmed at high capture outputs. Intermittent oversensing was noted. The leads are non boston scientific products. This pacemaker system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker system presented to the emergency room with syncope, and brady pacing not delivered when required for approximately 1.5 seconds of asystole. Technical services (ts) was consulted and recommended reprogramming options. The rv sensitivity was programmed at high capture outputs. Intermittent oversensing was noted. The leads are non boston scientific products. This pacemaker system remains in service. No additional adverse patient effects were reported. Additional information was received and this pacemaker was explanted. No additional adverse patient effects were reported.